Event description:
It was reported, that the caller stated, patient tried to charge their implant tuesday night. But noticed, the controller light wasn't blinking. Caller stated, the implant was able to charge, but now the controller is dead. And they have no way of charging the controller. Agent had the caller remove the battery pack from the controller and connect the controller to the ac power supply. Caller confirmed, the controller did not power on and there was no green light on the ac power supply. Caller confirmed, no visible damage to the battery compartment or battery pack. Caller tried a different outlet, but again the green light did not illuminate on the power supply. Caller stated, they called and left a voicemail for the rep on tuesday. Then stated, wednesday morning. Caller stated, they then called and spoke with a rep. The issue was not resolved. An email was sent to the repair department to replace the ac power supply.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: intellis, product ID: 97745ac (serial: unknown), product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.